Manufacturer narrative:
Device identifiers have been requested. The hydrus microstent remains implanted in the patient and is not available for evaluation. Cyclodialysis is listed in the device labeling as a potential adverse event. (B)(4).

Event description:
Following uneventful cataract surgery on (B)(6) 2020, the surgeon implanted the hydrus microstent into the right eye of a (B)(6) female patient. On the initial attempt to place the microstent in the superior nasal quadrant, resistance was encountered, and the surgeon attempted to advance the microstent with mst forceps without success. The microstent was recaptured with the hydrus delivery device and inferior-nasal delivery was attempted; again, resistance was encountered. Mst forceps were used to advance the stent, however the microstent inlet and transition zone were not visible due to blood obscuring the view. At this point another ophthalmologist performed irrigation/aspiration to remove the blood and dispersive viscoelastic. With visibility improved, it was observed that the microstent was not correctly positioned and there was a cyclodialysis cleft (approximately 2 clock hours) in the inferior-nasal quadrant. Mst forceps were used to remove the microstent from the eye without incident. The hydrus microstent was then reloaded into the delivery system and was implanted successfully in the superior nasal quadrant. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The surgeon provided the following additional information to ivantis on april 14, 2020. Preoperatively, the patient's iop in the operative eye was 17mmhg (unmedicated) with 20/60 bcva and a history of epirtinal membrane and central retinal vein occlusion. At the last postoperative examination on (B)(6) 2020, the patient's iop was 13 mmhg on 3 iop-lowering medications with 20/40 bcva. The plan is to begin reducing the number of medications.